Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (approximately 3pm). The patient manages her diabetes with oral medications (metformin and glimepiride) and lantus. According to the csr's documentation, in response to the reported meter issue, the patient decreased her insulin regimen to 36 units on (B)(6) 2012 (at 9:30m) and subsequently the patient reportedly developed symptoms of sweating and shaky the next day (time not specified). The patient, however, denied receiving any form of medical intervention after the reported meter issue began. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.